Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humulin r u-500 insulin with the pump. Customer changed pump supplies to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.